Event description:
It was reported that asymptomatic patient presented in clinic for routine follow up with noise exhibited on the atrial lead. Isometrics were discussed but not performed to reproduce noise in clinic. All other electrical values were normal and clinician decided to monitor lead and follow up with patient in 6 months. No interventions were performed.